Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that after an unk period of time post implant of a bifurcated device, a suprarenal aortic extension, and two limb extensions, the physician reported the pt had an endoleak. It was noted that an intervention was performed but no details are currently available concerning the intervention or pt status.

Manufacturer narrative:
Based upon the clinical assessment findings, a type 1a and iiib endoleak was confirmed and a type iiia endoleak could not be excluded. The device was not returned for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information.